Event description:
(B)(4).

Manufacturer narrative:
A service engineer has been on site and replaced the expiratory channel printed circuit board, (B)(4). A supplemental MDR report will be sent when the investigation of the replaced part is completed. (B)(4).